Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the cgm was 90 mg/dl but the patient felt extremely dizzy so she went to buy a new glucometer. When she compared the readings, the cgm was 90 mg/dl while her bg was 30 mg/dl. The patient took two shots of glucagon and then decided to go to her doctor. At the hospital, they checked a bg and it was 200 mg/dl. A CT (computed tomography) scan, chest x-ray and electrocardiogram (EKG) were prefored (not related to the patient's blood sugar). No other treatment information was provided. The patient was in the hospital from 11:00am to 4:00pm. Upon discharge, the patient was still feeling dizzy and not feeling well. At the time of the report, the patient felt fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.